Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose around 40 mg/dl to 64 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer used glucose tablets and was given glucagon to treat. The customer was wearing the insulin pump during the incident. The customer stated that the pump over delivered insulin. Troubleshooting was completed. The customer was using sensor glucose values to treat their blood glucose. The customer also reported the buttons on their pump were getting hard to push. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and stained address/serial number label.